Event description:
Global pharmacovigilance (gpv) received report from a nurse who stated that a patient was admitted to her hospital and received treatment using the homechoice machine. The patient reported extreme drain pain on initial drain and during the night cycle therapy drains. The baxter clinical educator discussed the option to use capd and re-educated the nurse on the option to elevate the homechoice machine above the level of the patient's abdomen (up to 12 inches) to assist in reducing the drain pain. Baxter clinical educator also discussed the need to assess the patient's pd catheter position. It was reported that this patient uses fresenius pd equipment at home. On (B)(6) 2012, product surveillance contacted the facility and spoke with the peritoneal dialysis nurse. The nurse reported that the patient had been admitted to hospital with the symptoms of shortness of breath, coughing, nausea, vomiting, and fluid overload. This was not a result of the patient using the baxter homechoice machine. The nurse reported that the patient experienced drain pain after using the homechoice machine and the nurse had tried several interventions to alleviate the pain. Nurse was concerned about the inability to bypass the drain and did not believe the interventions or work around would help alleviate drain pain in patients using this machine. No further information was given at this time. On (B)(6) 2012, the nurse called back and left a message regarding this machine. She stated that she did not want to swap out the machine as she did not believe that the issue was with the machine but rather the software upgrade. She did not have the product information available at the time of the call but would call back once she was able to retrieve it. No further information was given at this time.

Manufacturer narrative:
(B)(4). On (B)(6) 2012 the nurse called back and left a message regarding this machine. She stated that she did not want to swap out the machine as she did not believe that the issue was with the machine but rather the software upgrade. No further information was given at this time.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The patient had rated her drain pain as an 11 out of 10 on one occasion while hospitalized, which resulted in the nurse administering a narcotic.

Manufacturer narrative:
(B)(4). The reported issue of drain pain was confirmed by the patient's experience of pain. The assignable cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.